Event description:
On 8/23/94 at 0750, began tonsillectomy and adenoidectomy. Adenoids had been removed. The electrosurgical cautery coag/cut failed. Many attempts were made to resolve the problem. At 0850, the decision was made to cancel the case. The pt was awakened from anesthesia and the case rescheduled. The pt was dismissed from the hosp at 1110. This equipment had been checked by biomedical firm 5/94 and was scheduled to be checked again 11/94. On 8/24/94 contact was made with the pt's mother at 1630. She stated the pt is doing fine. Has a little sore throat, no bleeding. On 10/4/94, pt returned to facility and the tonsils were removed with no further incident.